Event description:
The manufacturer received information alleging the active exhalation verification and motor calibration verification: reset motor calibration test steps had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation. During the evaluation it was noted that the device's blower cable was not properly connected causing a proper connection to the system printed circuit assembly (pca) board and machine flow sensor had failed. The third-party service technician confirmed that it was the replaced machine flow sensor that failed for these test steps; not the one that had contamination on it. In conclusion, the device's blower cable was re-connected to the system pca board, and the machine flow sensor was replaced to address the issues. The root cause is confirmed at this time. Additionally, during the service of the device, contamination found on the blower assembly, machine flow sensor, and in-line filter proximal which were unrelated to the reportable malfunction/issue. The following parts were replaced as part of the four-year preventative maintenance on this device: muffler assembly, air foam inlet filter, and particulate filter.